Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown synthes universal spinal system construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: briem, d. Et al. (2003), "investigation of the quality of life after dorsoventral stabilization of vertebral body fractures of the thoracolumbar junction," der unfallchirug, vol. 103, pages 625-632 (germany). The aim of this investigation was to study the health-related quality of life after dosrsoventral stabilization of the thoracolumbar junction using the sf-36 health survey. A total of 30 patients were included in the study. 11 patients were not considered so only 19 patients were investigated for this study. They were treated with an internal fixation using an unknown synthes universal spinal system subsequently, anterior arthrodesis was performed in combination with osteosynthesis using an unknown synthes ventrofix. The duration of the follow-up was 2 years. The following complications were reported as follows: (B)(6) female had moderate back pain and hypaesthesia. Pains core was 22. Additional complications for this article are captured on related complaints (B)(4). This report is for an unknown synthes universal spinal system construct. This is report 3 of 4 for (B)(4).